Event description:
Additional information received 1. The customer still has the product in their possession. 2. The physician was about to administer an injection but noticed the issue before proceeding with the patient. 3. There was no impact on the patient as the problem was identified before the procedure took place. Material#: 305196 ,batch#: 3055139. It was reported by customer that we received the needle with a foreign object inside, photo provided as evidence. Verbatim: rcc received a complaint via email. Email(s) attached. We received the needle with a foreign object inside, photo provided as evidence. Item#305196. Lot#3055139.

Manufacturer narrative:
(B)(4) follow up. It was reported the needle had a foreign object. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with the plastic shield partially removed. The needle has an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator inducing the epoxy drip over on the needle hub. A device history record review was completed for provided material number 305196, lot 3055139. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
Material#: 305196, batch#: 3055139. It was reported by customer that we received the needle with a foreign object inside, photo provided as evidence. Verbatim: rcc received a complaint via email. Email(s) attached. We received the needle with a foreign object inside, photo provided as evidence. Item#305196, lot#3055139.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.